Event description:
It has been reported to philips that the system failed to store images. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that image storage was not possible because of an image disk problem. A review of the system logfile found an image storage issue. Upon functional testing, rse found that the ssd (image disk) of the x-ray pc was defective. Field service engineer (fse) inspected the system onsite, replaced sdd in the x-ray pc, reloaded the software, and restored the settings. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.